Event description:
Device 2 of 2: reference MFR report 1627487-2018-07445. Additional information received indicated surgical intervention was undertaken and the patient's scs was explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR report 1627487-2018-07445. It was reported that the patient experienced overstimulation at their ipg site. Troubleshooting was unable to provide resolution. As a result, surgical intervention may be pending.

Event description:
Device 2 of 2: reference MFR report 1627487-2018-07445.